Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Medical records allege that the patient underwent port placement procedure for a therapeutic regimen for rheumatoid arthritis. Placement procedure was completed under fluoroscopy. The images were taken to confirm proper placement of the port without kinking. The tip of the catheter was located at the cavoatrial junction. The port was accessed and noted to aspirate and flush well. Approximately after five months a computed tomography of soft tissue neck with contrast study was performed for neck swelling and mass. The study showed that extensive thrombophlebitis of the right jugular vein with fat stranding and inflammatory changes in the carotid space extending into retropharyngeal space. After one day patient underwent port removal procedure. The entire catheter and port were removed. There was no overt evidence of chest port infection. Therefore, the investigation is confirmed for the reported thrombosis. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2023) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately five months post port placement procedure, the patient allegedly developed with thrombosis. It was further reported that the port was removed. However, the current status of the patient was unknown.